Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Date of alcl diagnosis: (B)(6) 2020. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient representative reported "the patient was diagnosed with bia-alcl in their left breast." Pathological markers confirming alcl have not been received. The device has been explanted.